Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had to be hospitalized on (B)(6) 2022 for a staphylococcus aureus driveline infection. The infection was treated with intravenous antibiotics. The patient required surgical revision of the driveline exit site and a vacuum-assisted closure (vac) system was implanted and changed regularly. After a few cycles of vac therapy, the infection was still present in the wound, so the patient was discharged home for a week. It was planned that the patient would be hospitalized every week for 2 days to change the vac system, and antibiotic therapy was switched to be administered perorally. The patient was stable and the infection remained ongoing.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.